Manufacturer narrative:
The reported events of loss of capture, high lead impedance and oversensing were confirmed. A complete lead was returned in one piece for analysis. A fracture of the conductor was noted at 19.8 ¿ 20.3 cm from the connector pin fracturing all five filars of the outer coil. The cause of the reported event was due to fractured outer coil.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. This product is registered as a combination product.

Event description:
It was reported that patient presented remote via merlin.net transmission and high, out of range, high voltage impedance was observed on the rv lead. Patient was asymptomatic. Patient presented in clinic and loss of capture was noted as well. Programming changes were made. Oversensing was noted and physician elected to replace the lead. The lead was explanted and replaced. Patient was stable post procedure.